Event description:
It was reported that there was a request to revise this artificial urinary sphincter (aus) for unspecified reasons. The balloon and pump components were later returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed and a non-conformance was identified.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned artificial urinary sphincter (aus) balloon and pump were thoroughly analyzed. The balloon was visually inspected, microscopically examined, and tested for leaks. During visual inspection the balloon was noted to be non-spherical in shape. During leak testing scaling was observed on the balloon shell in addition to a pinhole tear; functional testing was not performed due to the observed damage. Inspection of the pump found no evidence of damage or non-conformance. Scaling on the balloon shell could impact the elasticity of the material, increasing the likelihood of fluid leaks forming with continuous cycling. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component problem through product investigation.